Event description:
Reporter indicated that vns pt developed an infection at the generator incision site. It was reported that both the neck and chest incisions began to swell after stimulation was initiated and the generator then began to extrude through the incision site and was partially exposed. It was also reported that a `knot' was forming at the neck incision site. The pt reportedly only drools when he has a seizure. Treating physician indicated that the incision sites appeared to be healing nicely at follow-up appointment two weeks post implant, but that the pt appeared to develop an infection approximately four to five weeks post implant. Treating physician indicated that he did not believe that the infection was related to surgical technique and that the patient wasn't the `cleanest', but that he did not believe that the patient irritated/scratched at the incision site. The patient underwent generator explant surgery. The lead was left in place with plans to reimplant (possibly using the same generator that had been explanted) after the infection has cleared.